Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending(lad) artery. A 28x2.50 omega stent was selected for use and advanced but failed to cross the lesion and got a bit deformed. The device was removed without any inconvenience and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an omega stent delivery system (sds) with stent and no other devices. There was blood in the guide wire lumen. The balloon was tightly folded with the stent secure on the balloon. The first six distal rows of stent struts were overlapping, bent and flared. There were numerous kinks throughout the hypotube of the device. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending(lad) artery. A 28x2.50 omega¿ stent was selected for use and advanced but failed to cross the lesion and got a bit deformed. The device was removed without any inconvenience and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.